Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "hard blue fragment" was found in the "numeta g19e" bag after the bd microlance¿ needle was used to insert additives in it before use. The bag was cut open and the "blue insertion tip" was found, appearing to be "needle shaped". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "1 bag numeta g19e (product code kdb9623, lot nr 19j28n40) with particulate matter." The customer observed a hard blue fragment in the content of the bag after addition of additives. The customer cut the bag open and found the blue insertion tip. The fragment is needle shaped and felt hard when pressing on the bag. Whether the fragments came from the tip or from the inner membrane of the injection port is unknown. Occurrence date was unknown. No patient involved."

Manufacturer narrative:
H.6 investigation summary: as a lot number was unavailable for this incident, a review of the production history could not be completed. To aid in the investigation of this incident, nine picture samples were provided for evaluation by our quality engineer team. However, the reported product was not observed within any of the provided pictures due to the limited investigation results, a manufacturing related cause could not be determined for this defect. Further action has not been determined necessary. If the needle complained is received in the future, the complaint will be reopened and re-investigated. No similar cases have been notified to bd for this microlance 3 products. Not able to determine.

Event description:
It was reported that a "hard blue fragment" was found in the "numeta g19e" bag after the bd microlance¿ needle was used to insert additives in it before use. The bag was cut open and the "blue insertion tip" was found, appearing to be "needle shaped". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "1 bag numeta g19e (product code kdb9623, lot nr 19j28n40) with particulate matter." The customer observed a hard blue fragment in the content of the bag after addition of additives. The customer cut the bag open and found the blue insertion tip. The fragment is needle shaped and felt hard when pressing on the bag. Whether the fragments came from the tip or from the inner membrane of the injection port is unknown. Occurrence date was unknown. No patient involved."